Manufacturer narrative:
Concomitant medical products: icf09b52 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had insulation fracture and exhibited a polarity reset with low pacing impedance. The patient experienced intermittent pocket stimulation and pectoral twitching. During the revision, the venous access on the existing system side of the left pectoral and axillary vein was attempted. The vein was able to be wired, but the inferior vena cava was inaccessible after a venogram demonstrated tight occlusion. As a result, the rv lead was capped and a new rv lead was implanted on the patient¿s other side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.